Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 570 and over 600 mg/dl. Patient's other blood glucose values were 189 and 178 mg/dl. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. Customer alleged the insulin pump for under delivering. The insulin pump passed the high pressure test. Bent cannula and air bubbles in reservoir were also reported. Approximate size of air bubbles was one bubble smaller than a pencil eraser. The customer was treated with manual injection and insulin pump. The insulin pump and reservoir are not expected to be returned for analysis.